Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implanting procedure, there were poor r wave sensing. The helix was extended and multiple repositions were made with same results. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.